Event description:
The account stated that the bed function until it reaches the bed down lower limits and the head motor capacitor has vented (short).

Manufacturer narrative:
The tech replaced the foot hi/low motor and capacitor, but the foot hi/low function would not operate and the motor is hot to touch. Repairs have not been completed.